Event description:
It was reported the intraocular lens was implanted and removed. A vitrectomy was performed and surgeon implanted a second lens without complication. It is unknown if the incision was enlarged to remove the lens. Patient's final outcome was good. The lens was discarded at the surgery center and not returned to the manufacturer.

Manufacturer narrative:
The lens was discarded at the surgery center and not received by the manufacturer. Lens met all manufacturing specifications prior to release. The cause of this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Device discarded by account.